Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 500 mg/dl. The customer ate and gave insulin but then their blood glucose rose to over 600 mg/dl. They treated the high blood glucose with a bolus from the insulin pump. The customer had symptoms of being tired and thirsty. Troubleshooting was performed on the insulin pump. The insulin was able to exit without incident. There were no air bubbles. There were no leaks. The customer declined to perform the no delivery test. The customer was advised to call back for assistance if high blood glucose persist. The device will not be returned for analysis.